Event description:
The event is reported as: the device was leaking at the cuff after intubation during a procedure. Unknown if patient has to be reintubated. No patient injury reported.

Manufacturer narrative:
The sample has been requested but not received yet. The investigation is not complete at time of this report. A follow-up report will be sent when completed.